Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was trying to deliver 100u of insulin without the patient programming it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the pump powers on with audible and vibratory sounds. Pump was exercised for a 24hr duration period; no unprogrammed boluses were recorded in history during this time period. No hypersensitive keys were observed on keypad. A 10 u normal bolus and a 10u audio bolus were manually programmed and successfully performed; both were accurately recorded in history. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.